Manufacturer narrative:
Additional information added to b5 and h6 based on additional information received.

Event description:
Per additional information received, the wheel of the fine alignment system could be moved, but the valve did not move on the balloon.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards germany affiliate, during a transfemoral tavr procedure with a 29mm sapien 3 valve, there were difficulties during valve alignment with the commander delivery system during fine adjust. Due to these difficulties, valve deployment had to be performed in two steps, in the first step, only the ventricular part of the valve expanded. This partial expansion required long rapid pacing to stabilize the heart and minimize movement. In the second step, the balloon was retrieved in the unexpanded part of the valve, and the valve was fully expanded in its intended position. There was no patient injury occurred. The valve was implanted in the intended location. The patient was stable post-procedure and discharged.

Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was returned for evaluation, and the following visual observations were made: there was residual fluid in the balloon, minor gouges on the flex tip, and there were no abnormalities noted on device under x-ray. Functional testing was done, and engineering was able to perform full alignment, but with slight resistance due to the altered balloon profile. The gross alignment was fully performed, and the system locked, utilizing full fine adjustment. Dimensional testing was performed, and the measurements met the specification. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the reported event of valve alignment difficulty and valve not between the alignment markers and deployed were unable to be confirmed due to unavailability of imagery. No manufacturing non-conformances were identified during the evaluation. A review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the instructions for use and training manuals revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Per IFU and training manual review, it is indicated to initiate valve alignment in a straight section until part of the warning marker is visible. And if valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. During device evaluation, gross and fine adjustment was able to be performed, and the device conforms to specifications, however, minor gouges were observed on the flex tip, which may be indicative of valve diving during valve alignment. As per information received, valve alignment was conducted in a straight section of the aorta. It was also reported that tortuosity and calcification was present in the patients access vessel. If valve alignment was performed in a tortuous vasculature (non-straight section), this could have caused the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and "dive" into the flex tip. If the thv was unseated from the flex tip during alignment, it could have resulted in higher-than-normal alignment forces creating high tension in the system, which could have consequentially led to the reported valve alignment difficulties. Tension in the system can also be introduced through excessive manipulation during tracking or alignment such as torquing the handle or excessive force during alignment. Torsional force during or prior to valve alignment can cause stretching to the flex or balloon shaft resulting in tension build up in the system. Also, if residual fluid remains in the balloon after de-airing, it could have resulted in a larger inflation balloon profile that led to higher-than-normal alignment forces, creating high tension in the system and consequentially resulted in the reported valve alignment difficulties. However, due to insufficient information, a definite root cause was unable to be determined. Per IFU and training manual, the user is instructed to check to ensure the thv is exactly between the valve alignment markers prior to deployment. In this case, the thv was not centered between the alignment markers prior to deployment due to the fine adjustment difficulties, and the user decided to deploy the valve despite it being positioned off markers. As such, available information suggests that procedural factors (alignment difficulties) and use error (not follow instructions) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.